Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: a pharmacist that a customer went to the pharmacy for a replacement of their abbott diabetes care (adc) device. The customer indicated they wore their adc device during an MRI procedure and after the procedure, the device stopped working. The pharmacist notified the customer they should not wear the device during an MRI and replaced the customer's device. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation is pending at this time and will be performed per adc's established processes and procedures. A follow-up report will be submitted upon completion of all required investigation activities. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.